Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported using truemetrix meter of 174 mg/dl and the test result reported using trueresult meter of 122 mg/dl mg/dl and test results reported using truemetrix meter of 230 mg/dl and the test result reported using trueresult meter of 119 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/21/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (memory concerns: (B)(6). Customer will be returning both truemetrix and trueresult.